Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet alerted for low glucose while the user¿s sensor indicated a nadir of 66 mg/dl, though a contemporaneous fingerstick measured 125 mg/dl and the user believed the sensor produced a false low; the user adjusted phone notifications via bionic circle for louder alerts and no further assistance was needed. Symptoms included none. Outcomes included no need for external assistance, no medical intervention, and spontaneous resolution of the low reading without treatment. Investigation included troubleshooting and user education regarding alerts and notification settings. Investigation of this case revealed an unclear cause of the hypoglycemia alert, with suspicion of erroneous low sensor data rather than a confirmed physiological hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.